Event description:
It was reported that during a prostatectomy, the clips were scissoring and falling off vessels. A second device was pulled and had the same results of scissoring and falling off the vessels. The clips that did form fell off the vessels. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(Devices b and c): premature lockout. Evaluation summary: instrument a was returned in good visual condition. The instrument was cycled, fed and formed the remaining clips within mfg requirements when tested. The instrument was fully functional and conforming to mfg requirements. Instruments b and c were returned in good visual condition. The instruments were cycled, fed and formed the remaining clips within mfg requirements when tested. However, the devices didn't lockout as intended. The instruments are designed to lockout when all the clips have been fired. The instruments were disassembled and the lockout posts were broken, which denotes that the lockout had been fired through. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed, and no anomalies were found during the mfg process.